Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 1 event for the failure: burst container or vessel - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Evaluation findings (results/components) 1 device: fatigue problem / hose. Product disposition 1 device: archived by stryker. Additional information: 1 device was not labeled for single-use, 1 device was not reprocessed or reused.